Event description:
The patient reportedly experienced a decreased in performance. Device testing revealed multiple open electrodes. Programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed that most of the electrode wires were broken at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. Dissection and scanning electron microscopy analysis revealed evidence of all electrode wires with fatigue breaks. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the out of range impedances reported. A corrective action has been implemented. This is the final report.